Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes an unspecified number of tubes underfilled, and some tubes had a crooked cap that was easily taken off. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® k2e 3.6mg plus blood collection tubes an unspecified number of tubes underfilled, and some tubes had a crooked cap that was easily taken off. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation. The photo shows an unused tube with a cocked stopper, but no underfill was observed. A total of 20 retained samples underwent functional testing, and all tubes drew within specification. Additionally, 100 retained samples were visually inspected, and no cocked stoppers were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode crooked stopper. No definitive root cause could be established for the reported defect. This complaint has not been confirmed for the indicated failure mode underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.